Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the all the keypad buttons were under responsive. It was also reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was not damaged and all the keypad buttons functioned appropriately. The keypad cover was removed and all the button contacts were free of contamination. The leak test was performed and there was leak found in the battery compartment crack. The device was opened and there was moisture found internally all throughout. There was moisture present in the display lens. The battery compartment was free of moisture.